Manufacturer narrative:
(B)(4).

Event description:
It was reported that after 2 days of implant, the atrial lead was found to exhibit high thresholds. The lead was explanted and replaced. The patient was stable post procedure.